Event description:
It was reported that this implantable cardioverter defibrillator exhibited high out of range shock lead impedance on the right ventricular channel. Monitoring of the patient was discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.